Event description:
It was reported that the cartridge was not fitting properly on the pump due to damage to the pneumatic tap. There was no reported impact to the customer¿s blood glucose level. The customer was instructed by technical support to remove the case from the pump and inspect the pump and pneumatic tap area. As a corrective action, the technical support team decided to replace the pump.